Event description:
It was reported via repair work order that there were broken caster stems which may have caused a loss of bed mobility. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.